Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated, and the reported entrapment of device and poor image resolution appears to be related to user technique/procedural circumstances. Lastly, the patient effect of foreign body in patient is due to procedural circumstances. The reported patient effect of failure to retrieve mitraclip ntr system component, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip entangled and deployed on the chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully deployed. A second clip delivery system (cds) was advanced and attempted to be placed lateral to the first clip, although visualization was difficult on echo. During grasping, the clip became stuck in the chordae. Attempts were made to free the clip however were unsuccessful. The decision was made to deploy the clip where it was as both leaflets were able to be grasped. The mr was reduced to 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.